Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. The emitter was replaced and the system then passed testing. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that during an em case they received a localizer fault error. The manufacturing representative (rep) reported swapping out the break out box (bob) and side emitter with the same error prior to the call with technical services (ts). Ts asked what was displayed in tracking details at that time, which were, nipt 18mm error, bob green, side emitter green, and suction red. Ts asked if there was any interference and there was not. Ts asked if suction was plug and play and it was not. The rep then swapped out the emitter and reported that the instruments were tracking. The rep called for additional troubleshooting. Ts had the rep plug in the "bad" emitter that was originally used and run print cam diag. No fault found. Rep confirmed she did not have a localizer faulted message when the emitter was now plugged in and issue could not be replicated while on the phone. Ts advised to attempt to verify instruments and go to navigation page several times to see if the issue can be re-created. Length of surgical delay was unknown. Impact on patient outcome unknown.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521r, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the issue occurred in a transspenoidal procedure. There was no reported delay to the case. There was no reported impact to the patient. Additional information was received regarding troubleshooting. They ran printcameradiagnostics and it showed no faults and all connected. It was recommended that they continue running the command to see if fault will occur. The manufacturer representative was able to get a fault on the emitter reported using the print camera diagnostics.